Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Device passed all incoming functional tests. Analysis found the upper case, lower case, one side bail cover, and battery drawer are broken. One side bail cover and battery release are contaminated. Battery contacts are compressed and the keyboard is scratched.

Event description:
It was reported that the external pulse generator would not hold the "sense" function on the atrial side. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.